Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated their buttons were not functional on the insulin pump. The customer's blood glucose was 6.4 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No unexpected numbers ramping noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.